Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 20 mg/dl while wearing the pod for longer than 48 hours. The patient reports their controller had switched to manual mode. The patient had been found foaming at the mouth. The patient was taken by ambulance to the hospital. Once at the hospital the patient was diagnosed with an altered mental status, low blood sugar and dehydration. The patient was treated with intravenous dextrose. The patient was discharged from the hospital after 7 hours. The patients pod will not be returned as it had been disposed.